Event description:
Additional information received indicated the patient's axium neurostimulator system was explanted due to the ins site dehiscence. The date of explant was requested, but was unable to be provided to the manufacturer. The patient had a replacement axium neurostimulator system implanted on (B)(6) 2017.

Event description:
The patient reported his physician informed him that his implantable neurostimulator (ins) incision site had begun to dehisce. Patient is to have blood work and a CT scan performed as the next course of action.